Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2006, the patient presented for a follow up visit. He complained of mild lower back pain. Xrays showed the bone graft and hardware to be in good position. On (B)(6) 2006, the patient visited the office for follow up. He had some leg ache. Radiographs demonstrated hardware in good position. On (B)(6) 2007, the patient presented for follow up with neck pain. Imaging studies: new radiographs obtained showed the instrumentation to be in good position. It appeared that there might be some lucency around the right ls screw. There might also be a slight lucency in the right posterior lateral bone graft. It also may be that this was artifactual in nature and he had a solid healed fusion which was certainly the way he looks clinically on (B)(6) 2009, (B)(6) 2010, (B)(6) 2011, (B)(6) 2012, (B)(6) 2013, the patient underwent some lab tests on a follow up visit. 10 mar 2009 the patient had the MRI of the cervical spine done. Impression: postoperative change of anterior fusion, c5/6 and c6/7 levels. Posterior bony ridging, c5/6 level with bulging disk and vertebral spurring, c6/7 level with foraminal encroachment. Annular bulging, c3/4 and c4/5 levels. Correlate with prior studies to assess for interval change. On (B)(6) 2009, the patient presented for a follow up with low back pain and also occasional right lower extremity radicular-type pain. He also complained of neck pain and left upper extremity pain that radiates out of his arm, in the forearm and in the hand. He had some right-sided pain but mostly neck and arm pain. The review of his radiographs indicated pseudoarthrosis. Radiographs dated (B)(6) 2009 were reviewed. MRI scan that showed some neuroforaminal narrowing at c6-c7. On (B)(6) 2009, the patient presented for his preoperative evaluation for acdf c6-7 with removal of hardware c5 to c7, fusion exploration, interbody fusion of c6-7 with peek cage and bmp. He continued to have neck, shoulder, upper back and arm pain. Assessment: pseudoarthrosis, probable, gerd, adhd , depression, asthma, allergic rhinitis on (B)(6) 2009 the patient presented with pseudoarthrosis, cervical spine. He underwent the following procedures: removal of anterior plate, c3 through c7. Fusion exploration c3 through c7, with finding of a solidly healed fusion at cs-6 and pseudoarthrosis c6-7. Anterior decompression c6-c7, with decompression of spinal cord and bilateral spinal nerve root via diskectomy. Anterior interbody fusion c6-c7. Implantation peek cage with bmp c6-c7. Anterior plating c6-c7 using the hallmark system from blackstone. We had to drill down through the back of the disk space with the neuro drill because the osteophytes that had formed there over the years, but clearly there was no fusion that was easily addressed back to the posterior longitudinal ligament. That was then taken down. A 1 mm kerrison punch was used to do foraminotomies bilaterally. Uncovertebral joint distraction was performed with the laminar spreader. Power bur was used to square off the endplates and a 7 mm trial sizer fit the best. The 7 mm peek implant was then selected. Bmp was placed inside of it. It was impacted and had excellent line-to-line fit and was nicely countersunk. Osteophytes removed. A 24 mm plate was affixed cranially and caudally with screws. All screws obtained excellent purchase. Locking plates were slid into position and torqued down. No complications intraoperatively or in the immediate postoperative period. The patient tolerated the procedure well. On (B)(6) 2009, the patient presented for follow up visit. Imaging studies: new radiographs were obtained and show the plate in good position. The interbody graft was in good position, as well. On (B)(6) 2009, the patient underwent an MRI of the lumbar spine with and without contrast due to low back pain. Conclusion: patient shows postoperative changes at l3-4 and l4-5 levels. There was degenerative disc change noted at the l2-3 and l5-s1 levels with marked. Stenosis of the canal at the l2-l3 level (B)(6) 2009 the patient underwent the MRI c spine without and with contrast and x-rays. He complained of pain and fever. Impression: postsurgical changes. No critical canal compromise. Minimal spondylotic changes as noted. He also underwent an unknown radiological test of the chest. Impression: cardiomegaly and low lung volumes. No definite acute disease on (B)(6) 2009 the patient presented with continued fevers. MRI of the neck was negative. Assessment: no evidence of localized infection postoperatively in a patient with intermittent fever and chills. On (B)(6) 2009, the patient called regarding fevers. On (B)(6) 2009, the patient presented for a follow up. He complained of low back pain. His radiographic imaging studies suggested a likely pseudoarthrosis at 14-5. On (B)(6) 2009, the patient presented for preoperative evaluation for revision of laminectomy at l2-3, removal of hardware l3 to 5 with fusion l4-5 and right iliac crest bone grafting. He had continued low back pain with no significant radicular pain. He underwent x-rays and MRI. On (B)(6) 2009, the patient presented for an office visit . On (B)(6) 2009, the patient presented with low back pain. The patient underwent emg. Impression: acute left l4 radiculopathy. Acute left ls radiculopathy. Findings were present in a polyradicular pattern which was suggestive of but not diagnostic for spinal stenosis. No evidence of peripheral nerve entrapment or lumbosacral plexopathy involving bilateral lower limbs. On (B)(6) 2009, the patient presented for his post-operative evaluation. He complained of some achiness in his low back and right buttock and tingling sensation in the right anterior thigh. Radiographs demonstrated hardware in good position. On (B)(6) 2009, the patient presented with severe leg cramps. Adductor of the left groin bothered him the most. He underwent x-ray of the cervical spine which showed good fusion at c6-7. MRI showed some stenosis. He had had hardware l3 to l5 and appeared to have a retrolisthesis at l2-3. On (B)(6) 2010, the patient had his imaging studies reviewed which showed pseudoarthrosis at c6-c7. On (B)(6) 2010, the patient underwent CT of the cervical spine without intravenous contrast and MRI cervical spine without contrast. 3-0 rendering was also performed, at an independent workstation. Patient complained of neck pain and stiffness. Pain radiated to his left upper extremity and upper back. Findings: sagittal images demonstrate normal alignment and curvature of the visualized are cervical vertebral bodies. There was no vertebral body collapse, compression fracture, or subluxation. Impression: there was moderate canal stenosis with severe neuroforaminal stenosis bilaterally at c5-cb, cb-c7 and moderate neuroforaminal stenosis bilaterally at c7-tl. There was no cervical fracture or subluxation. There was no evidence of cord edema, myelomalacia or cord compression. On (B)(6) 2010, the patient presented for a follow up visit. He complained of some left upper extremity symptoms that seem to be somewhat fleeting and not constant, but certainly problematic for him. Imaging studies were reviewed: the MRI showed no significant new hnp or stenosis. CT scan showed pseudoarthrosis at c6-c7. On (B)(6) 2012, the patient underwent MRI of the cervical spine with and without contrast. Impression: c3-4 mild right neural foraminal stenosis. C4-5 very small central disc protrusion. Right facet djd with synovitis. C5-6 ventral bony hypertrophy arising from the posterior aspect of the fused disc space resulting in moderate to marked left ventral extra dural deformity with deformity of the left c5 nerve root. There was mild right neural foraminal stenosis at this level. C6-7 moderate bilateral neural foraminal stenosis. On (B)(6) 2012, the patient underwent sensory ncs, motor ncs and emg. Impression: local spondylitic disease at the c5 level. An acute c8 radiculitis. Mild ulnar neuropathy across elbow segment. On (B)(6) 2012, the patient presented with cervical spine pain. He underwent an ECG and CT of cervical spine. Impression: post-surgical changes with increased subluxation of c4 and c5. There was endstage facet arthropathy on the right at c4-c5 contributing to significant neuroforaminal narrowing on the right. Mild spinal canal narrowing from c5-c6. On (B)(6) 2012, the patient presented with cervical pseudoarthrosis at c6-7. He underwent cervical 360. Imaging reviewed: plain x-rays and cervical MRI. These studies showed c6-7 non-union. On (B)(6) 2012, the patient was discharged. On (B)(6) 2012, the patient underwent x-ray of the cervical spine. Impression: post-surgical changes following anterior and posterior ce rvicalxxx arthrosis at c5-c6 and c5-c7, respectively. There was no hardware complication. On (B)(6) 2013, the patient presented with pain in the left leg from the groin area down.